Event description:
A patient with an implanted medtronic synchromed pump presented to have a refill of pain medication. At the time of the pump refill, narcotics and clonidine were apparently injected outside of the pump and into surrounding tissue. As the pump does not have an independent gauge to indicate fullness, the nurse injecting the medication did not appreciate that the medicine had not entered the pump. The pt suffered symptoms of narcotic overdose and was admitted to the ICU for further care. He did completely recover. This incident was reported to the oregon pt safety commission and their report is attached. Diagnosis or reason for use: chronic pain.